Manufacturer narrative:
Follow-up #1 - (B)(4) -device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: evaluation revealed that the keypad symbols were worn and the rubber keypad was intact. Evaluation revealed that all of the buttons were intermittently unresponsive and required multiple hard presses to elicit a response. There was evidence of contamination found under all of the contact buttons. Unrelated to the complaint, evaluation revealed a scratched display screen, which has no effect on insulin delivery function.

Event description:
The patient contacted animas on (B)(6) 2012 stating that the up arrow keypad button was hyper responsive and scrolling. The patient denied any damage to the keypad or any evidence of moisture in the pump. The patient reportedly wore the pump on a belt and did not clean the pump. There is no adverse event with this complaint. This complaint is being reported due to the alleged keypad issue.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.